Event description:
It was reported that the pt began experiencing pain in his hip in the past few weeks. The pt is cyclical, not constant and occurs a few days at a time. The pain is a heavy, dull pain at the implant site. The pt states that he has circulation problems in his lower extremities and arthritis throughout his body. The pt is scheduling an appointment with his surgeon as soon as possible.

Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.